Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving intrathecal bupivacaine (15mg/ml at 5.645mg/day) and prialt (60mcg/ml at 22.579mcg/day) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that a motor stall occurred on (B)(6) 2016 at 0745. The patient did recently have an MRI. There was a tube set message at (B)(6) 2016 at 0745, with no stall recovery to date per the event logs. The critical pump alarm was heard per the hcp. The MRI scanner was a horizontal closed bore scanner, but the hcp had no other information related to the MRI. The patient noted that the pump status was checked post MRI by the manufacturing representative locally and was told it was fine. The last pump refill was on (B)(6) 2016, and the hcp accessed the pump reservoir today and there were no reservoir volume discrepancies. It was confirmed via the current event logs that the pump stall recovery occurred. The hcp was concerned that there was still something wrong with the drug infusion system. Additional information received from the health care provider (hcp) reported that the patient experienced increased pain as a result of the motor stall. The troubleshooting was indicated as record analysis. The intervention that was taken to resolve the motor stall was replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.